Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection and perforation are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.it was reported (B)(6) 2019 that the patient was hospitalized because he had contracted a bacterium and there is an infection at the insertion site. On (B)(6) 2019 it was reported the patient had a perforation after placing the peg-j tube. Pain complaints increased since (B)(6) 2019 despite having optimal pain medication. Pain varies from left to right, and is not directly around the insertion site. Further increase of pain complaints along with nausea, though no vomiting. C-reactive protein levels (crp) were abnormal on (B)(6) 2019 and patient was then sent to the hospital. On (B)(6) 2019 the patient still had on and off nagging pain in the lower abdomen. The antibiotic treatments have ended. The patient was released from the hospital on (B)(6) 2019.